Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. A manufacturing record evaluation was performed for the finished device (part # 445.901 lot # 58p4151) and no non-conformances / manufacturing irregularities were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that there was post-op inflammation. This case is from the health authority. It was reported that at about 3:30 p.m., the patient complained that he had an operation due to a car accident a year ago. Now he feels obviously uncomfortable due to the implantation position, and strongly requests that the internal fixation be removed and the outpatient service be admitted to the hospital. After checking the patient according to the normal operation process, the attending doctor found that there were surgical scars in the pelvis, the skin healed well, the inner and outer sides of the right knee were red and swollen, local pressing pain and a little purulent exudation. The operation was carried out immediately. The patient is in stable condition, stable vital signs and good incision healing. The timely treatment did not produce serious adverse consequences, but led to the need for secondary surgery, increasing the pain of patients. This complaint involves one (1) device lcp recopl 3.5 straight w/combined hole. This is report 1 of 1 for complaint (B)(4).